Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 300cc, catalog number 3507300bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant, 275cc on the left side of the breast. The patient experienced bilateral ruptures of the implants after implantation. Per MRI done on (B)(6) 2015 for probability of benign finding, it was discovered that the patient has a 6-mm retro areolar mass with persistent enhancement that remains stable. There is no suspicious axillary adenopathy, enhancing masses or areas of non-mass enhancement. MRI states that the patient's lifetime cancer risk per tyrer-cuzick model is high (20% or greater). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.